Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an angioplasty procedure, deflation difficulties occurred. The 40 mm, 30% stenosed and calcified eccentric lesion was located in the 8 mm distal superficial femoral artery (sfa). Access was obtained via the femoral artery, however, which femoral artery is unknown. Upon attempting to deflate the smash 8 mm x 40 mm, balloon following catheter detached from the shaft of the device along with the endoflator and the balloon was unable to deflate. The number of inflations and to what atms, the balloon reached is unknown. After approx two minutes, the physician was able to successfully deflate the balloon by cutting the balloon catheter. The balloon catheter was removed intact. No patient injuries or complications were reported. The patient's status was reported as "stable".